Event description:
Patient reported experiencing elevated blood glucose level up to 225 mg/dl since (B)(6) 2013. Patient stated she thinks the infusion device delivers too low insulin and also doesn't show e4 (occlusion) error message. Patient reported she checked the infusion set and saw that no insulin was delivered. Patient discarded the alleged infusion set. Patient stated she changes the needle after 2 days and the tubing after 8 days. Advised patient on time frame to change accessories. Patient stated she was able to get her blood glucose level under control by herself. Patient reported she has stopped pump therapy for 2 weeks now. No further information is available. The patient did not require assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion device for evaluation.

Manufacturer narrative:
Conclusion the complaint cannot be verified, the product meets the specification regarding the customer's allegation. Result the delivery accuracy of the insulin pump was tested within the pump drive test on the diagnostic test system and meets the specifications. The technical investigation gave no evidence that the device did cause or contribute to the condition reported by the patient. It is excluded that the pump produces air bubbles after a correct priming. The occlusion limits were tested successfully. History list: no unusually events could be observed on the event history of the pump. Consumables: the adapter passed the optical inspection. The problem mentioned by the customer could not be reproduced.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.